Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laminoplasty orthopedic procedure on (B)(6) 2017 and the topical skin adhesive was used. During the procedure, when the surgeon cracked the glass ampule, a piece of the broken glass was slightly protruded from the applicator, then, the surgeon¿s glove was torn. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary: the actual sample was returned for evaluation . The graphics and information on the tyvek are clear and legible. The applicator shows a crushed ampoule and dry formulation inside the butyrate tube. It is noted dry formulation concentrated on the top side of the applicator. The initiated filter is purple in color due to contact with the formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿